Manufacturer narrative:
(B)(4). Upon follow up with the customer, the device that malfunctioned was reported to be a non-baxter product. The reporter clarified that there was no allegation against a baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-baxter alligator clip disconnected from the y-site of an unknown access interlink set. This occurred during infusion while the patient was in cardiac arrest. There was no report of patient injury or medical intervention associated with a baxter device. No additional information is available.